Event description:
The customer reported that she injected 200.0 units of insulin during an infusion set change. The customer's blood glucose dropped to 17mg/dl, and she drank juice and her blood glucose went up to 109mg/dl. Then the paramedics were called and they took the customer to the hospital. The customer was in the intensive care for three days. The customer stated that she was not disconnected during the rewind/prime process. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.